Event description:
Related manufacturer reference number: 2017865-2023-17741 / 2017865-2023-17745. It was reported that the patient's right ventricular high voltage lead delivered an inappropriate shock. The shock was due to over-sensed noise from the right ventricular sensing lead. High capture threshold was also noted. The patient presented for a lead revision. Prior to the procedure, the patient had experienced diaphragmatic stimulation from the left ventricular lead. The leads were explanted and replaced. The patient condition was stable.